Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose. Her blood glucose at the time of hospitalization was 744 mg/dl. She was treated with insulin pump therapy and manual injections. When she was preparing for discharge her blood glucose dropped to 41 mg/dl and she was kept at the hospital until later in the day. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The customer declined to check their infusion set for a bent cannula. She also declined to check her device settings for accurate programming. A high pressure test was not performed due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir, and insulin and treat per health care provider's instructions. No products were returned and a tubing clamp was shipped to the customer.